Manufacturer narrative:
The reported event was unconfirmed. The product met specifications a coude olive tip urethral catheter was returned. The product contained a coude curved tip. The standard notes to "accept any curve unless catheter is completely straight." Based on the event the device appeared to have been used for treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the tip of the coude intermittent catheter was too straight. The patient was unable to void using the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the coude intermittent catheter was too straight. The patient was unable to void using the catheter.